Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily tortuous and calcified with 99% stenosis, which may have contributed to the resistance. Additionally, it was reported that the balloon could not inflate due to a tear in the balloon. There was no report of any leak or damage to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, resulting in the reported inflation difficulties. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure (rbp) prior to release. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. The 1.5 x 15 mm trek balloon was advanced and some resistance was noted with the lesion. An attempt was made to inflate the trek; however, the balloon could not be inflated. It was noted that the balloon material was torn during advancement in the heavily tortuous and calcified lesion. A non-abbott balloon was used to dilate the lesion, and a non-abbott stent was implanted. There were no adverse patient effects. No additional information was provided.